Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient could feel her anchors in the incision which bothered her. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure where the lead was repositioned. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient could feel her anchors in the incision which bothered her and she was in pain. The physician performed a fluoroscopy and confirmed that one lead had migrated to the anchor incision site. The patient will undergo a revision procedure.